Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely tortuous first diagonal branch. The 2.0 x 15mm apex monorail balloon catheter was inflated to 12 atms for 10 seconds and deflated. Next, the apex balloon was inflated to 4 atms for 5 seconds and ruptured. The procedure was successfully completed with a different device. No patient complications were noted and the patient's status was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).